Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the permanent cautery hook was found to have a yellow light alarm appear when installed on the universal surgical manipulator (usm). The customer removed the instrument and found that there was a broken steel wire. The customer completed the procedure with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Isi followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no damage observed. There was no instrument collision and no fragment fell into the patient. There was no injury to the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed and found to have a broken distal pitch cable within the proximal clevis. The broken cable segment that contains the crimp was still installed in the clevis. The cable was fully broken. There was no evidence of discoloration, corrosion, or contamination on the cables to indicate a reprocessing induced issue. The complaint was confirmed by failure analysis.